Event description:
It was reported that the user was unable to retrieve data in the mobile app when accessing data at the doctor¿s office despite reinstalling the app and power cycling the phone, and a replacement ilet was provided with the user planning to attempt setup and syncing through the mobile app. Symptoms included no adverse health effects. Outcomes included no impact to health and no hospitalization. Investigation included case review and engineering troubleshooting guidance communicated through support. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.